Event description:
A patient prepped for a biopsy procedure using a magnum. Prior to the procedure, it was noted that the barcode was not readable by radio frequency. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: a sample evaluation was not performed as the physical device was not returned for analysis. The investigation was therefore limited to photo review and a review of applicable labeling and manufacturing processes. One photograph of the magnum device label was provided and reviewed. The image provided depicts the product label. A review against the applicable labeling specifications confirmed the label format and content are consistent with the requirements of the current labeling documentation. No visible labeling discrepancies were observed from the image provided. A parallel evaluation was conducted by the reynosa site based on one photograph of the case and tyvek pouch labels. The image reviewed shows a label indicating lot number rejt3475, material number mn1416, and associated barcode information, as well as a generic product indication label. No obvious visual damage or abnormalities affecting the label or barcode were noted in the image. Therefore, the investigation for the reported labeling issue is inconclusive as the insufficient evidence to confirm the reported failure. A definitive root cause for the alleged labeling problem could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient prepped for a biopsy procedure using a magnum. Prior to the procedure, it was noted that the barcode was not readable by radio frequency. There was no patient contact.